Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed high pressure, beeped, and leakage was observed, but no disconnection was observed. Per reporter, the patient was instructed to turn the pump off and clamp the tubing. Reporter stated the device was still connected when leakage was observed, and they secured it via tape. Reporter stated the medicine had dried up in the cassette and not in the extension set, there was 57ml remaining, and the medication could not be pulled from the cassette due to a kink in the tubing. Reporter stated there was a mark in the tubing that was attached to the cassette.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported high pressure on the pump then beeped and saw it was leaking but not disconnected and a mark in the tubing. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.